Event description:
Caller alleging discrepant results with inratio reading. Inratio 3.0, lab 11.39, time between testing 2 hours. The lab result was obtained first. Customer was admitted to the hosp for a gi bleed. Customer diagnosed as anemic the day before. Customer stated they had extreme bruising. Pt's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.